Event description:
It was reported that the patient experienced an over-stimulation sensation in the feet following a position change from sitting to lying down. The patient stopped using the implantable neurostimulator (ins) for several months after experiencing this problem. The patient also experienced coupling and/or communication issues. The last time any stimulation was felt and successful recharging was done was 2 to 6 months prior to (B)(6) 2012. Additional information received reported that the last time any stimulation was felt and successful recharging was done was 6 to 12 months prior to (B)(6) 2012. The patient had back surgery about 6 months prior to (B)(6) 2012, had a hernia right after the surgery. The patient experienced a shocking sensation like he was being electrocuted following an unrelated medical procedure. A cardiovascular window procedure was done. After this procedure, the patient was laid up in bed and not using the stimulation. The patient got the jolting sensation when he would lie down and turn the stimulation on. The stimulation was turned off for the time being until he healed from his surgeries. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, lot# v574039023, implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Follow up information received reported that the cause of the event was unrelated health problems with the patient which prevented the use of the implantable neurostimulator (ins). Impedance testing was not performed due to the overdischarge condition of the ins. On (B)(6) 2012 it was noted that the ins was unable to be interrogated due to the overdischarge condition and unable to reestablish charging despite attempts using physician mode recharge procedure. A replacement of the ins was to be scheduled. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).